Manufacturer narrative:
Date of event: exact date unknown, event occurred within the last month block from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5135821. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 25650901.

Event description:
It was reported that the patient was experiencing pain at the ipg and anchor site. The patient underwent an explant procedure and the explanted devices were not returned to bsn.